Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced flange gripper retainer, front cover, rear case, left/right handle, barrel clamp, lock label, latch module, front/rear door, tube/sleece drive, wiper seal, fpc cable and left/right iui and performed calibration. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 18apr2005 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.